Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed and did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer connector was completely detached and missing from the supply line tubing of a homechoice automated pd set with cassette. This was noticed while connecting to a peritoneal dialysis (pd) bag prior to use for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.